Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
Patient was undergoing thrombectomy procedure for cerebral infarction. Physician removed penumbra pxslim160str from its packaging and realized it was ovalized. Another pxslim160str was pulled from inventory and the procedure continued. No adverse effect on the patient¿s condition.